Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), device dislocation ("migration") and pregnancy with contraceptive device ("pregnancy") in an adult female patient (gravida 6, para 4) who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "pregnancy with essure". The patient's past medical history included multigravida, parity 3, allergy to vaccine and insect bite allergy. Concurrent conditions included backache, perineal pain, uterine cramps, smoker, anemia, hives, anaphylaxis and hydatid cyst. Concomitant products included fluconazole (diflucan), folic acid, multivitamins and ranitidine hydrochloride (zantac). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), foreign body removal from uterus) and surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device breakage, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: one of the essure devices was protruding through the fundus of the uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pain, pregnancy with essure micro insert. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record was received. Reporter's information was updated. Pregnancy outcome was updated. Concomitant conditions, concomitant drugs and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), uterine perforation ("perforation (uterus)/migration of essure device location of device: utreus"), device breakage ("fracturing"), perforation ("perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure" and device use issue "insertion of essure device within 12 days after delivery". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 1999, (B)(6) 2001, (B)(6) 2005, (B)(6) 2011.), allergy to vaccine, insect bite allergy and dysmenorrhea. Concurrent conditions included backache, perineal pain, uterine cramps, smoker, anemia, hives, anaphylaxis and hydatid cyst. Concomitant products included ferrous gluconate (ferralet), fluconazole (diflucan), folic acid, ibuprofen since 2011, minerals nos;vitamins nos (prenatal vitamins) since 2014, ranitidine hydrochloride (zantac) and vitamins nos (multivitamins). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal and side pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent salpingectomy foreign body removal from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, perforation, pregnancy with contraceptive device, nausea, anxiety, weight increased, abdominal distension and diarrhoea outcome was unknown, the dysmenorrhoea had not resolved and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, anxiety, device breakage, diarrhoea, dysmenorrhoea, fallopian tube perforation, nausea, perforation, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: one of the essure devices was protruding through the fundus of the uterus. Current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Pregnancy test urine - in (B)(6) 2014: pregnancy positive. Ultrasound scan - in (B)(6) 2014: pregnancy positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, pregnancy with essure micro insert. Most recent follow-up information incorporated above includes: on 14-jan-2019: reporter information was added. Her demographic was updated. Pregnancy outcome and trimester of exposure was updated. History of drug allergy was added. Her historical medication/condition and concurrent conditions were added. Lab data was added. Her concomitant medications were added. Essure insertion date was updated. Per plaintiff fact sheet following events: perforation fallopian tubes), nausea, dysmenorrhea (cramping) anxiety, insertion of essure device within 12 days after delivery, weight gain, bloating, diarrhea and perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac) and event: perforation (uterus)/migration of essure device location of device: uterus (previously reported as essure dislocation) and pain: abdominal were added. She was recovering from pain: side/abdominal. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), uterine perforation ("perforation (uterus)/migration of essure device location of device: utreus"), device breakage ("fracturing"), pregnancy with contraceptive device ("pregnancy (with complications)") and perforation ("perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure" and device use issue "insertion of essure device within 12 days after delivery". The patient's medical history included multigravida, parity 4 (live births: 30-sep-1999, 01-aug-2001, 16-nov-2005, 19-jul-2011.), allergy to vaccine, insect bite allergy and dysmenorrhea. Concurrent conditions included backache, perineal pain, uterine cramps, smoker, anemia, hives, anaphylaxis and hydatid cyst. Concomitant products included ferrous gluconate (ferralet), fluconazole (diflucan), folic acid, ibuprofen since 2011, minerals nos;vitamins nos (prenatal vitamins) since 2014, ranitidine hydrochloride (zantac) and vitamins nos (multivitamins). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal and side pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced complication of pregnancy ("perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent salpingectomy foreign body removal from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, complication of pregnancy, perforation, nausea, anxiety, weight increased, abdominal distension and diarrhoea outcome was unknown, the dysmenorrhoea had not resolved and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, anxiety, complication of pregnancy, device breakage, diarrhoea, dysmenorrhoea, fallopian tube perforation, nausea, perforation, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: one of the essure devices was protruding through the fundus of the uterus. Current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Pregnancy test urine - in february 2014: pregnancy positive. Ultrasound scan - in february 2014: pregnancy positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, pregnancy with essure micro insert. Amendment: the report was amended on 24-jan-2019 for the following reason: correction following company internal coding review. The event perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac was recoded to meddra llt complication of pregnancy, and the event perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac is recorded as perforation nos which was earlier coded was perforation organ. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus'), device breakage ('fracturing') and perforation ('perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insertion of essure device within 12 days after delivery", device ineffective "pregnancy with essure" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 1999, (B)(6) 2001, (B)(6) 2005, (B)(6) 2011.), allergy to vaccine, insect bite allergy and dysmenorrhea. Concurrent conditions included backache, perineal pain, uterine cramps, smoker, anemia, hives, anaphylaxis and hydatid cyst. Concomitant products included ferrous gluconate (ferralet), fluconazole (diflucan), folic acid, ibuprofen since 2011, minerals nos;vitamins nos (prenatal vitamins) since 2014, ranitidine hydrochloride (zantac) and vitamins nos (multivitamins). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal and side pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required), complication of pregnancy ("perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac"), abdominal distension ("bloating"), diarrhoea ("diarrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she underwent salpingectomy foreign body removal from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, perforation, pregnancy with contraceptive device, complication of pregnancy, nausea, anxiety, weight increased, abdominal distension, diarrhoea and fatigue outcome was unknown, the dysmenorrhoea had not resolved and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, anxiety, complication of pregnancy, device breakage, diarrhoea, dysmenorrhoea, fallopian tube perforation, fatigue, nausea, perforation, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: one of the essure devices was protruding through the fundus of the uterus. Current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pregnancy test urine - in (B)(6) 2014: pregnancy positive. Ultrasound scan - in (B)(6) 2014: pregnancy positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, pregnancy with essure micro insert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('perforation (uterus)/migration of essure device location of device: utreus'), device breakage ('fracturing'), pregnancy with contraceptive device ('pregnancy (with complications)') and perforation ('perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insertion of essure device within 12 days after delivery", device ineffective "pregnancy with essure" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multigravida, parity 4 (live births: (B)(6) 1999, (B)(6) 2001, (B)(6) 2005, (B)(6) 2011.), allergy to vaccine, insect bite allergy and dysmenorrhea. Concurrent conditions included backache, perineal pain, uterine cramps, smoker, anemia, hives, anaphylaxis and hydatid cyst. Concomitant products included ferrous gluconate (ferralet), fluconazole (diflucan), folic acid, ibuprofen since 2011, minerals nos;vitamins nos (prenatal vitamins) since 2014, ranitidine hydrochloride (zantac) and vitamins nos (multivitamins). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal and side pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced complication of pregnancy ("perforation of the gestational sac by migration of essure coil/portion of coil had migrated into the gestational sac"), perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), diarrhoea ("diarrhea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she underwent salpingectomy foreign body removal from uterus). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, complication of pregnancy, perforation, nausea, anxiety, weight increased, abdominal distension, diarrhoea and fatigue outcome was unknown, the dysmenorrhoea had not resolved and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, anxiety, complication of pregnancy, device breakage, diarrhoea, dysmenorrhoea, fallopian tube perforation, fatigue, nausea, perforation, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: one of the essure devices was protruding through the fundus of the uterus. Current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Pregnancy test urine - in (B)(6) 2014: pregnancy positive. Ultrasound scan - in (B)(6) 2014: pregnancy positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, pregnancy with essure micro insert. Most recent follow-up information incorporated above includes: on 22-may-2020: plaintiff fact sheet received. Events added from pfs- fatigue, did not undergo confirmation test. Onset date of event weight increased, perforation, diarrhea, abdominal distension were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), device dislocation ("migration") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy with essure". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (she had surgery to remove the essure implant.). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, device dislocation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.